Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where usm agc current was found to be failing on the yaw. Once testing was completed, the yaw sl ffc was aba tested and was verified to be the source of the fault. The root cause is attributed to the yaw sl flat flex cable (ffc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had repeated 32056 errors at power up of the system. The customer had restarted the system multiple times before calling the tse. The customer was able to disable arm 1 but stated that they would need all arms for the procedure. The customer did a power cycle and an emergency power off (epo) of the entire da vinci system. After powering the system back on, the system was still showing error 32056 on arm 1. The customer was going to swap out the psc for the procedure. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.